Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. The ventilator was supplied 10 pounds per square inch (psi) of oxygen, an audible leak could be heard. The component creating the leak is the oxygen blender. The service technician replaced the oxygen blender and issue was resolved.

Event description:
The customer reported model palmtop ventilator revel is leaking under pressure around flat metal plate where the oxygen is connected. Upon further investigation, the customer stated the unit was not connected to a patient at time of malfunction.